Event description:
Per the audiologist, the patient stopped responding to sound with the cochlear implant system in 2008. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done about 3 days later showed normal receiver/stimulator function with all electrodes open circuit. The device was explanted and the patient was reimplanted with a new device three days later.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.